Event description:
The procedure was a loop electrocautery excision procedure. During this procedure a burn occurred at the edge of the return pad electrode. No treatment was required, the burn was considered minor.